Manufacturer narrative:
The device evaluation was completed. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. Functional testing was performed including clear passage and pressure testing which revealed a leak in the hand pump between the assembly of the top cap and barrel tubing. The reported condition was verified. The cause of the condition was due to improper bonding of the components during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system y-type blood/solution set was leaking from the pressure pump. This issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.